Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient was experiencing intermittent burning and aching pain at the site of their implantable neurostimulator (ins). It was unknown if any environmental or external factors may have led or contributed to the issue. An impedance check was performed, and all values were within normal limits. No other anomalies or error codes were noted. The manufacturer representative stated that no actions were taken to resolve the issue. It was noted that the issue started in (B)(6) 2017 and has been increasing intensity. No further complications were reported or anticipated. Indication for use is non-malignant pain. Additional information received from the representative. It was reported that the patient felt pocket stimulation. The patient also felt shocking in the pocket. The representative noted this was a gradual worsening of symptoms. The patient's impedances were all normal and the representative wasn't with the patient so further troubleshooting couldn't be performed. The representative noted this was a gradual worsening of symptoms. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative. The cause of the stimulation at the pocket site and shocking was not determined. Arrangements had been made to see the patient for reprogramming but the pocket site stimulation and shocking had not been resolved. The patient was asked their weight but it was unknown. The representative received all the aforementioned information firsthand from the patient. No further complications reported.